Event description:
It was reported that a routine clinic check noted the pacemaker had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation however performance data collected from the device was analyzed, and power on reset parameters were observed. On (B)(6) 2010, the device recorded a critical ram parity error power on reset.